Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 02-AUG-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a slowness issue. A technical support specialist (TSS) remotely accessed the station and verified that the station was visible, connected, and configured as a backup encrypted database station. The TSS followed the applicable knowledge article "How to create a station database backup", successfully created a database backup, and initiated a data synchronization process from the station. After the synchronization completed, the TSS confirmed that the station was back online and functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES users experienced system slowness. The customer requested that an EMPAR report be run and the Windows Event Viewer logs from the past 10 days be reviewed to help identify the cause of the cabinet sluggish performance.The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.